Event description:
It was reported by the hospital's medication safety clinical pharmacist that they were trying to figure out what transpired on the infusions of epinephrine bag and the ciprofloxacin bag on (B)(6) 2022 between 0630 and 1100. The customer was reportedly trying to see if there was any evidence that the ciprofloxacin was actually hung at around 1030 to 1035. The report that the customers have was that epinephrine may have run at a rate intended for ciprofloxacin infusion (and the ciprofloxacin did not run). The customer reached out to the manufacturer and sought assistance on interpreting the infusion data. The customer reported that they suspect the epinephrine bag/tubing was never removed (from the pump) and was just reprogrammed as "cipro" (the rate intended for ciprofloxacin infusion). Based on the preliminary interpretation of the infusion knowledge portal (ikp) data by bd consultant: epinephrine infusion was stopped at 0857 after a calculated volume of 151.4 ml had been delivered. On that same pump module at 1033, ciprofloxacin (400mg/200 ml) was programmed using interoperability (remote programming) and started at 200ml/hr. There were two air-in-line alarms on this module at 1107 and 1108 where they were both restarted (after a volume around 114ml had been delivered of this programmed as ciprofloxacin infusion). The infusion was restarted at 1108, stopped, and then restarted at 1109. At 1135, an additional 20ml of volume to be infused was added. At 1142, an additional volume to be infused of 15ml was added, before it was stopped at 1148. It was also found through review of the ikp data that on a separate module, epinephrine was started at 1118. There was patient involvement, but impact is unknown. Although requested, additional information was not provided. The customer stated they "that don't believe it is necessary for us to pull those at this time. We can close this case."

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established additional information : imdrf annex a,g,b, c and d codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported by the hospital's medication safety clinical pharmacist that they were trying to figure out what transpired on the infusions of epinephrine bag and the ciprofloxacin bag on (B)(6) 2022 between 0630 and 1100. The customer was reportedly trying to see if there was any evidence that the ciprofloxacin was actually hung at around 1030 to 1035. The report that the customers have was that epinephrine may have run at a rate intended for ciprofloxacin infusion (and the ciprofloxacin did not run). The customer reached out to the manufacturer and sought assistance on interpreting the infusion data. The customer reported that they suspect the epinephrine bag/tubing was never removed (from the pump) and was just reprogrammed as "cipro" (the rate intended for ciprofloxacin infusion). Based on the preliminary interpretation of the infusion knowledge portal (ikp) data by bd consultant: epinephrine infusion was stopped at 0857 after a calculated volume of 151.4 ml had been delivered. On that same pump module at 1033, ciprofloxacin (400mg/200 ml) was programmed using interoperability (remote programming) and started at 200ml/hr. There were two air-in-line alarms on this module at 1107 and 1108 where they were both restarted (after a volume around 114ml had been delivered of this programmed as ciprofloxacin infusion). The infusion was restarted at 1108, stopped, and then restarted at 1109. At 1135, an additional 20ml of volume to be infused was added. At 1142, an additional volume to be infused of 15ml was added, before it was stopped at 1148. It was also found through review of the ikp data that on a separate module, epinephrine was started at 1118. There was patient involvement, but impact is unknown. Although requested, additional information was not provided. The customer stated they "that don't believe it is necessary for us to pull those at this time. We can close this case."

Manufacturer narrative:
Added pi to the unique device identifier (UDI)# field.

Event description:
It was reported by the hospital's medication safety clinical pharmacist that they were trying to figure out what transpired on the infusions of epinephrine bag and the ciprofloxacin bag on (B)(6) 2022 between 0630 and 1100. The customer was reportedly trying to see if there was any evidence that the ciprofloxacin was actually hung at around 1030 to 1035. The report that the customers have was that epinephrine may have run at a rate intended for ciprofloxacin infusion (and the ciprofloxacin did not run). The customer reached out to the manufacturer and sought assistance on interpreting the infusion data. The customer reported that they suspect the epinephrine bag/tubing was never removed (from the pump) and was just reprogrammed as "cipro" (the rate intended for ciprofloxacin infusion). Based on the preliminary interpretation of the infusion knowledge portal (ikp) data by bd consultant: epinephrine infusion was stopped at 0857 after a calculated volume of 151.4 ml had been delivered. On that same pump module at 1033, ciprofloxacin (400mg/200 ml) was programmed using interoperability (remote programming) and started at 200ml/hr. There were two air-in-line alarms on this module at 1107 and 1108 where they were both restarted (after a volume around 114ml had been delivered of this programmed as ciprofloxacin infusion). The infusion was restarted at 1108, stopped, and then restarted at 1109. At 1135, an additional 20ml of volume to be infused was added. At 1142, an additional volume to be infused of 15ml was added, before it was stopped at 1148. It was also found through review of the ikp data that on a separate module, epinephrine was started at 1118. There was patient involvement, but impact is unknown. Although requested, additional information was not provided. The customer stated they "that don't believe it is necessary for us to pull those at this time. We can close this case."